Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for multiple patients. Per customer, since 2008, they have encounter approximately 20 erroneous patient samples for accu tni between their two instruments. (See MDR #: 2122870-2008-260). The customer only provided results for one of the erroneous sample: the initial results were 3.90ng/ml and 0.44ng/ml. The sample was re-tested and repeated results were: 0.67ng/ml, 0.38ng/ml and 0.50ng/ml. The sample was tested on a different instrument in the customer's lab and initial results were: 4.95ng/ml and 1.64ng/ml. The specimen was re-tested on this instrument and repeated values were: 2 x 0.34ng/ml, and 0.40ng/ml. No report of death, injury, or change to treatment has been received to date.

Manufacturer narrative:
Qc and event log info were not supplied. Per customer, the majority of the patient samples are drawn by their emergency department (ed) into bd lithium heparin plasma gel separator tubes. The specimens are originally tested in the primary tubes. Per lab protocol, samples that do not repeat are poured off into 2ml cups for repeat testing. Samples are not re-centrifuged between original and repeat testing. A field service engineer (fse) was dispatched to the customer's lab: the fse performed diagnostic and system carryover testing and all results passed. The fse serviced upper reagent pump spring. The fse conducted a 20-replicate precision run using low level qc and obtained acceptable results. The fse tested 2 separate patient samples with good reproducibility. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.